Event description:
Severe bacterial eye infection as a result of use of alcon dailies total 1 multifocal lenses. Required outpatient treatment at hospital for antibiotic treatment. This happened twice while using this lens.